Event description:
During routine testing of the device at the service center, the service rep reported the roller pump loss power during operation. The pump was being used as part of a demo system. Since the event occurred routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress but not concluded.